Event description:
It was reported that an increased threshold was observed. During repositioning the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the tip was separated from the tine sleeve. The amount of adhesive was limited which caused a weak bonding between the tip and support tubing. The lead exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.